Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were intermittently not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, there was no adverse impact to customer's blood glucose. Customer declined to continue troubleshooting, no additional information was obtained.